Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an intraocular lens (iol) was scratched when the plunger from the delivery system went over it. A backup lens was used to complete the procedure. Additional information was requested.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of plunger went over the iol and made a scratch; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.11. The manufacturer internal reference number is: (B)(4).